Event description:
It was reported by the aci sales professional that a patient underwent an unknown coronary catheterization procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f procedural sheath. A pre-procedural femoral angiogram was taken which revealed a calcified artery. Post procedure, the physician who is a trained user of the mynx, chose the device for femoral artery closure. It was reported that as the physician attempted to retract the balloon against the arteriotomy, a balloon rupture occurred. The physician prepped and used another mynx, but another rupture occurred. A 3rd mynx was prepped and deployed and hemostasis was successfully achieved. The patient tolerated the procedure well, was ambulated and discharged on schedule with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the cause could not be determined. The review of the lhr (lot f1108701) indicated that the mynx device met all established performance criteria prior to shipment. This MDR refers to two patient identifiers ((B)(4)).